Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt obtained a blood glocose reading of 352 mg/dl on suspect device. Pt took appropriate insulin. 1/2 hour later, pt's blood glucose reading was 15 mg/dl on an unknown device. Pt was treated at hosp with IV.